Manufacturer narrative:
The reporting facility returned unused samples to the manufacturer for evaluation. The returned samples were found to meet product specifications. A device history review was performed for the initially reported product lot number and no non-conformances were identified. There were no changes to the manufacturing process and no natural rubber latex was utilized during the manufacture of the reported product lot number. A root cause for the reported incident was unable to be determined. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that a clinician experienced an allergic reaction during use of the isolation gown. Reportedly, after approximately 20-30 minutes of use, the clinician experienced "diffuse hives, itching, peripheral edema (hands), some difficulty swallowing, anxious, headache, nausea and dizziness." After the incident, the clinician went to an urgent care center and was medicated with solu-cortef 125mg im, prednisone taper, four (4) doses benadryl 50mg, and three (3) doses pepcid 40mg. The clinician was discharged home to follow-up with his physician. No diagnostic testing or additional medical treatment was reported to the manufacturer. No impact to a patient was reported to the manufacturer. Due to the reported need for medical treatment, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a clinician experienced an allergic reaction during use of the isolation gown.